Manufacturer narrative:
Device not returned.

Event description:
Customer (or manager, (B)(6)) informed us that they had one issue of a sphere falling apart while attempting to thread it onto a post. Customer cannot recall when the incident occured, did not record lot number or any other information.